Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed pulse testing and displayed service code 102. Upon evaluation, the solder pads at the c19 high voltage capacitor were pulled from the defibrillator board. The cause of the code 102 is the damaged pads. The root cause of the damaged pads is mechanical shock from physical impact. The monitor case showed evidence of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 102.